Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the mid left anterior descending artery. A 3.00x32mm promus element plus drug-eluting stent was implanted to treat the lesion; however, a vessel dissection was noted distal to the edge of the stent. Another 2.5x20mm promus element plus drug-eluting stent was then deployed to cover the dissection, overlapping the previously implanted stent. No further patient complications were reported and the patient's status was stable.